Event description:
Customer reported a past high blood glucose (bg) event. Specific bg level was unknown, but it was indicated as "high." To address the high bg, the customer administered a correction bolus using the pump and changed the infusion set. Control iq was active during the event. Customer does not experience frequent high bgs. Technical support recommended consulting a healthcare professional to discuss factors potentially affecting bgs, and the customer acknowledged understanding.